Event description:
It was reported by service report that the foot end cover was broken with sharp edges exposed and that the brakes could not be fully engaged. No pt involvement or adverse consequences were reported.